Manufacturer narrative:
No gtin number available. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
No gtin number. Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, the needle stop was dislodged to the needle chamber. The valve was tested for programming. The valve failed the test. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water. No occlusions were noted. The valve and catheters were dried. The needle stop was removed to the valve. Then, the valve was leak tested. No leaks were noted. The valve was retested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dismantled; biological debris were noted on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3100, lot number cnfcmh, was conformed to the specifications when released to stock on the 29th may, 2012 the root cause for the problem reported by the customer is due to biological debris found on the ruby ball, seat of ruby ball, on the spring, on the spring pillar, on the cam and cam pillar and on the base plate. The dislodging of needle chamber is probably due to user error during valve ex-plantation, but this could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to the patient (e.k/female) since the ventricular enlargement was observed after the removal surgery of the brain tumor. Doi and initial pressure setting are unknown. After the implantation, the patient had the recurrence of the brain tumor. Also, the setting pressure of the valve could not be changed. Due to these problems, the surgeon conducted the revision surgery on (B)(6) 2014. The setting pressure at the revision is unknown. Implanted valve for replacement and the setting of the pressure are also unknown. The patient is now followed.